Event description:
The cord/string came off [device breakage] had to seek medical attention to remove tampon that was stuck inside of her; vaginal foreign body [foreign body in reproductive tract], bleeding [haemorrhage], stomach issues [abdominal discomfort], constipation [constipation], anxiousness [anxiety], symptoms; having issues [unevaluable event], bladder infection [cystitis], pinkeye [conjunctivitis], stomach pain [abdominal pain upper]. Case narrative: on 27-may-2023, a spontaneous report was received from a consumer regarding a 18-year-old female who was being treated with playtex sport (unscented) tampons with odorshield (tampon, menstrual, unscented). On 01-jun-2023, additional information was received from a consumer. On 23-jun-2023, additional information was received from a consumer. Medical history and concomitant products were not reported. On an unspecified date, the patient started use with playtex sport (unscented) tampons with odorshield. On (B)(6) 2023, after inserting the product, the patient experienced the tampon got stuck because the cord/string came off. On (B)(6) 2023, she went to ready care and they removed the tampon. On (B)(6) 2023, she had stomach issues (not further clarified). On an unspecified date in (B)(6) 2023, the mother was first concerned about tss (toxic shock syndrome) but then she attributed her daughter's symptoms due to constipation and/or anxiousness. As of (B)(6) 2023, the statuses of product use and symptoms due to constipation and/or anxiousness were not reported and the status of stomach issues was ongoing. No additional information was provided. On (B)(6) 2023, it was learned that on an unspecified date in 2023, after the removal of the tampon, the patient experienced stomach pain and bleeding for a couple days. She returned to urgent care on (B)(6) 2023 and was diagnosed with a bladder infection and prescribed sulfamethoxazole-trimethoprim ds (double strength) for 5 days. The reporter wasn't sure if the bladder infection was related, but they felt it was a weird coincidence that she got the infection right after the removal of the tampon. The reporter felt that maybe it was because of bacteria from the tampon being stuck. Additionally, the patient had pink eye on an unreported date in 2023. The reporter felt the pink eye did not have anything to do with "this issue." As of (B)(6) 2023, the patient had not resumed use of the product. The removal of the tampon was a traumatic situation for the patient since she had never had a vaginal exam before. It was anticipated that it would take the patient awhile to use tampons again. The outcomes of the stomach pain, bleeding, bladder infection, and pink eye were not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.

Event description:
The cord/string came off [device breakage]. Had to seek medical attention to remove tampon that was stuck inside of her; vaginal foreign body [foreign body in reproductive tract]. Stomach issues [abdominal discomfort]. Constipation [constipation]. Anxiousness [anxiety]. Symptoms [unevaluable event]. Case narrative: on 27-may- 2023, a spontaneous report was received from a consumer regarding a 18-year-old female who was being treated with playtex sport (unscented) tampons with odorshield (tampon, menstrual, unscented). On 01-jun-2023, additional information was received from a consumer. Medical history and concomitant products were not reported. On an unspecified date, the patient started use with playtex sport (unscented) tampons with odorshield. On (B)(6) 2023, after inserting the product, the patient experienced the tampon got stuck because the cord/string came off. On (B)(6) 2023, she went to (B)(6) care and they removed the tampon. On (B)(6) 2023, she had stomach issues (not further clarified). On an unspecified date on (B)(6) 2023, the mother was first concerned about tss (toxic shock syndrome) but then she attributed her daughter's symptoms due to constipation and/or anxiousness. As of 01-jun-2023, the statuses of product use and symptoms due to constipation and/or anxiousness were not reported and the status of stomach issues was ongoing. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.

Event description:
The cord/string came off [device breakage]. Had to seek medical attention to remove tampon that was stuck inside of her; vaginal foreign body [foreign body in reproductive tract]. Bladder infection; acute cystitis with hematuria [cystitis]. Bleeding [haemorrhage]. Stomach issues [abdominal discomfort]. Constipation [constipation]. Anxiousness [anxiety]. Symptoms; having issues [unevaluable event]. Pinkeye; acute mucopurulent conjunctivitis of the right eye [conjunctivitis]. Stomach pain [abdominal pain upper]. Hematuria [haematuria]. Case narrative: on 27-may-2023, a spontaneous report was received from a consumer regarding a 18-year-old female who was being treated with playtex sport (unscented) tampons with odorshield (tampon, menstrual, unscented). On 01-jun-2023, additional information was received from a consumer. On 23-jun-2023, additional information was received from a consumer. On 23-jun-2023, additional information was received from medical records. Medical history and concomitant products were not reported. On an unspecified date, the patient started use with playtex sport (unscented) tampons with odorshield. On (B)(6) 2023 after inserting the product, the patient experienced the tampon got stuck because the cord/string came off. On (B)(6) 2023 she went to ready care and they removed the tampon. On (B)(6) 2023 she had stomach issues (not further clarified). On an unspecified date in (B)(6) 2023, the mother was first concerned about tss (toxic shock syndrome) but then she attributed her daughter's symptoms due to constipation and/or anxiousness. As of (B)(6) 2023, the statuses of product use and symptoms due to constipation and/or anxiousness were not reported and the status of stomach issues was ongoing. No additional information was provided. On (B)(6) 2023, it was learned that on an unspecified date in 2023, after the removal of the tampon, the patient experienced stomach pain and bleeding for a couple days. She returned to urgent care on (B)(6) 2023 and was diagnosed with a bladder infection and prescribed sulfamethoxazole-trimethoprim ds (double strength) for 5 days. The reporter wasn't sure if the bladder infection was related, but they felt it was a weird coincidence that she got the infection right after the removal of the tampon. The reporter felt that maybe it was because of bacteria from the tampon being stuck. Additionally, the patient had pink eye on an unreported date in 2023. The reporter felt the pink eye did not have anything to do with "this issue." As of (B)(6) 2023, the patient had not resumed use of the product. The removal of the tampon was a traumatic situation for the patient since she had never had a vaginal exam before. It was anticipated that it would take the patient awhile to use tampons again. The outcomes of the stomach pain, bleeding, bladder infection, and pink eye were not reported. No additional information was provided. On (B)(6) 2023, it was learned that, on (B)(6) 2023, the patient visited the urgent care and had principal diagnosis of vaginal foreign body. On (B)(6) 2023, the patient visited the urgent care and was diagnosed with acute mucopurulent conjunctivitis of the right eye, constipation, and acute cystitis with hematuria. The patient was prescribed bactrim ds (sulfamethoxazole and trimethoprim), gentamicin ophth. (Ophthalmic), and metamucil/fiber supplement. As of (B)(6) 2023, the outcomes of the conjunctivitis, constipation, and cystitis with hematuria were not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured. The consumer returned 7 tampons on 8/22/23. The tampons returned showed no negative issues with string integrity.